Manufacturer narrative:
Initial investigation shows that physical impact has occured for the monitor showing signs of rough handling/being dropped, the cause of the problem is therefore expected to be related to the battery breaking loose after several severe physical impacts, such as dropping the unit on the floor from table height. When the battery is loose, it may after repeated physical impacts scratch a hole in the battery pack insulation, which may again cause a short-circuit to a metal screw in the cabinet which may lead to smoke or fire. It is therefore likely that the smoke has been caused by a short-circuit in the low-charged battery which was being charged. When the charger was unplugged, the energy supply for the battery stopped, and the smoke stopped as well. Should further investigation change the above conclusion this report will be updated accordingly. Patient was not involved and there was no harm to user or third party.

Event description:
As per the customer "when walking into the room, smelled burning. The monitor was plugged in and placed on a shelf with the back of the monitor facing upwards. Smoke was coming from the vent area of the monitor. Monitor was unplugged and powered off and thereafter stopped emitting smoke." Patient was not involved. No harm to user or third party.